Manufacturer narrative:
As reported in a research article, 30 patients of the 1/,241 followed had symptoms of high gradient, aortic regurgitation, and/or aortic stenosis. This was treated with either a valve-in-valve or surgical replacement of the valve. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing number: 3007113487-2019-00042, 3007113487-2019-00043, 3007113487-2019-00044, 3007113487-2019-00045, 3007113487-2019-00047. It was reported through a research article identifying trifects that may be related to structural valve deterioration (svd). The patient demographics are 73.5 +/-6.4 years old, with 54.1% male and 45.9% female. Details are listed in the article, titled [durability and clinical experience using a bovine pericardial prosthetic aortic valve]. It was reported in the article that 1,241 patients were implanted with a trifecta bioprosthetic aortic valve. The patients had a history of aortic valve stenosis, aortic valve insufficiency, peripheral vascular disease, coronary artery disease, pulmonary disease, stroke, hypertension, diabetes, hyperlipidemia and kidney disease. Post procedure over the course of 8 years, 30 patients had svd and showed symptoms of aortic regurgitation, aortic stenosis, and/or high gradient. The device was explanted for 13 patients and a valve-in-valve procedure was performed for 17 patients.